Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2021 by the journal of shoulder and elbow surgery, titled ¿clinical and radiologic results after anatomic stemless shoulder prosthesis: a minimum 4-year follow-up¿. The study reviewed forty-two (42) patients who underwent anatomic total shoulder arthroplasty (atsa) or hemiarthroplasty (ha) using eclipse (arthrex) and cemented glenoid (type, brand, manufacturer unknown), to address primary osteoarthritis. Additionally, the study reviewed eleven (11) patients anatomic total shoulder arthroplasty (atsa) or hemiarthroplasty (ha) using eclipse (arthrex) and cemented glenoid (type, brand, manufacturer unknown), to address secondary osteoarthritis (including fracture sequelae, osteonecrosis, and the osteoarthritis caused by instability). During the seventy (70) month follow-up period, one (1) patient experienced transient upper trunk brachial plexus palsy. Source: ambros, leander, et al. "Clinical and radiologic results after anatomic stemless shoulder prosthesis: a minimum 4-year follow-up." Journal of shoulder and elbow surgery 30.9 (2021): 2082-2089.